Manufacturer narrative:
Patient identifer: (B)(6).

Event description:
(B)(6) study. It was reported that structural deterioration of the lotus valve occurred. Procedure summary: the index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or another anticoagulant was given. A lotus introducer sheath was placed and then the native aortic valve was treated with direct deployment of a 23 mm lotus valve into the proper anatomical location. 12 days post index procedure, the subject was discharged on aspirin and clopidogrel. Post procedure event summary: in (B)(6) 2020, 1822 post index procedure, the subject presented with symptoms related to valve dysfunction. On the same day, the subject was hospitalized for further evaluation and treatment. Echocardiogram, x-ray and lab tests were performed as a diagnostic. Due to the aortic valve dysfunction, ten days later, a valve in valve procedure was performed to treat the event, and subject was also treated with medications. Six days later, the event was considered recovered and on the same day, the subject was discharged home on aspirin and clopidogrel.